Event description:
It was reported that a few hours after use only 300 ml of urine was collected in the uro drain bag, and no more than that flows toward the bag and was counter-flushed. Lot# myhw3361, lot# myhw3359, lot# myhw1640.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be generated from supplier side or kink inlet tube/no air vent/design issue. A potential root cause for this failure mode could be, operator error, wrapping too tight causing kink inlet tube. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: indication for use 1. Take off the drainage bag cap with careful for sterile of inlet tube. Then connect with foley catheter 2. Fix the drainage bag securely on the patient bed etc. Using the hanger/belt to prevent the bag from sudden movement and to avoid direct contact with floor. Keep the drainage bag below the level of patient bladder to keep urine flowing freely. 3. Drain tubing must be secured using sheeting clip, keeping the tubing line straight with no kink to avoid obstructed urine flow into drainage bag. Kinked of or flexed drain tubing will restrict urine flow. 4. Lift cock up and pass urine precautions 1. Do not let the distal end of the outlet tube touch the urine collection container when emptying the bag in order not to permit bacterial contamination into drainage bag. 2. Care should be taken where the bag should be positioned to avoid damage by bump or projection. 3. Do not pull outlet tube on urinating. It might break the product. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few hours after use only 300 ml of urine was collected in the uro drain bag, and no more than that flows toward the bag and was counter-flushed. Lot# myhw3361, lot# myhw3359, lot# myhw1640.